Event description:
The physician successfully deployed a driver rapid exchange (rx) coronary stent. It was reported that post-dilatation, ivus became caught in the driver stent, causing the stent to be stretched. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (ivus catheter caught in stent).